Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances measuring up to 134 ohms. Technical services (ts) noted there was no abrupt increases and discussed most likely physiologic. Ts recommended to increase the upper rate limit to 150 ohms and to continue to monitor or to perform a commanded shock. The patient did have a recent appropriate shock and the shock impedance at that time was 90 ohms. The field representative will discuss with the clinic. At this time, the lead remains in service. No adverse patient effects were reported.